Manufacturer narrative:
Updated analysis summary by (B)(6) on march 4, 2022. Retainer ring = clear on (B)(6) 2021, the customer alleged for hospitalized high bg, blank display, insulin flow blocked alarm, and battery cap damage. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0874 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Device powered up properly after the test battery was installed. Device was programmed and monitored for 2 days. No blank display noted. History download was successful using thus and carelink upload was successful. In further full review in the pump history found no insulin flow blocked alarm on event date of may 23, 2021. However, on may 22, 2021, found multiple insulin flow blocked alarm in the device history from 07:26:45 until 18:38:00 during bolus delivery, basal delivery, and cannula fill. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. Also, in the pump history found no unexpected battery alarms or alerts on the event date of may 23, 2021; however, found: power loss alarm on 05/22/2021 at 18:29:43, 18:29:55, 18:49:25 and 18:49:36. Insert battery alarm on 05/22/2021 at 18:18:23, 18:29:00, 18:38:43 and 18:48:00. Device was received without the original battery cap. Unable to verify damage to the battery cap. Device had minor scratched display window, scratched case, pillowing keypad overlay and keypad overlay texture damage. The test p-cap and reservoir does lock in place in the reservoir compartment. In summary, insulin pump passed all required testing. No unexpected power loss alarm or insert battery alarm during testing. Unable to verify customer alleged for high bg. Customer alleged not confirmed for blank display and insulin flow blocked alarm. Unable to verify damage to the battery cap due to pump received without the original battery cap. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The g4 date on the initial MDR was incorrect. The initial MDR was submitted with the incorrect g4 of (B)(6)2021, when the correct g4 date was (B)(6)2021.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Device powered up properly after the test battery was installed. Device was programmed and monitored for 2 days. No blank display noted. Device uploaded properly using carelink. Device was received without the original battery cap. Unable to verify damage to the battery cap. Device had minor scratched display window, scratched case, pillowing keypad overlay and keypad overlay texture damage. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2021. Customer¿s blood glucose level was around 300 mg/dl at the time of hospitalization. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer stated that insulin pump was off since the battery cap is damaged and had insulin flow block. The insulin pump will be returned for analysis.